Event description:
It was reported in a scientific article that a vns patient experienced palpitations the day after having vns implantation surgery. The patient was taken to the emergency room and telemetry studies showed intermittent runs of atrial fibrillation, atrial flutter, and frequent premature atrial complexes. The patient was hemodynamically stable during the arrythmia. The patient had no history of dysrhythmia or other cardiovascular disease. The patient's generator was programmed off, but the patient continued to have paroxysmal runs of atrial flutter and fibrillation for 24 hours, but thereafter remained in sinus rhythm. The device was turned on at a later date and the arrhythmia did not recur. Currently, the relationship of the arrhythmia to vns therapy is unknown as good faith attempts to obtain additional information have been unsuccessful to date.

Manufacturer narrative:
Article: srinivasan, balaji, and ashish awasthi. "Transient atrial fibrillation after the implantation of a vagus nerve stimulator." Epilepsia (2004): 1-1.